Event description:
It was reported, the camera head focus was not clear. The issue occurred during decontamination phase. There was no reports of patient involvement.

Manufacturer narrative:
New information: d9- product return date, e1-last name, email, phone number, facility name; h3-device evaluated by mfg; h4-device mfg date. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to deformation of the coupler unit, the guidepost position of the camera head and image was out of the standard. The device evaluation found the coupler stopper loosened causing the coupler to rattle, a damaged button/switch for the scope/camera head and water tightness lost. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): en-ch-s190-zx-e_gt7453_om_6 is stated ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head focus was not clear. The issue occurred during decontamination phase. There was no reports of patient involvement.